Event description:
Surgeon closed stapler with white load loaded; fired stapler; brief buzzing noise then stopped. Stapler would not open. The rep was available by phone and instructed the surgeon to use the reverse button. The reverse button would not move. The rep instructed the surgeon to use the manual override and then the surgeon was able to open the stapler. The knife had not deployed.